Event description:
It was reported that upon interrogation of the pulse generator a high battery impednace was noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.